Event description:
It was reported that the patient got 6 inappropriate shocks due to oversensing. The impedance of the lead was > 3000ohm. The lead ws explanted and replaced. No patient complications have been reported as a result of this event.